Event description:
The company representative reported that the adhesive portion of the probe fixing screw at the distal end of the gastrovideoscope was peeling. The issue was detected during inspection of the returned loaner device. There was no complaint from the customer and no patient involvement.

Manufacturer narrative:
The returned device was evaluated and there were few additional findings. Acoustic lens was peeled and had a scratch. Adhesive on bending section cover was detached and had a crack. Due to peeling of acoustic lens, displayed ultrasound image was defective. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Manufacturer narrative:
This report is being submitted to capture the additional findings identified during device evaluation. During evaluation, it was found that the image guide protector had a scratch. Protector of universal cord on scope connector side has a scratch.

Event description:
The device was evaluated and it was found that the acoustic lens was detached.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for phenomenon one, the root cause was unable to be determined. Based on the results of the investigation for phenomenon two, it is likely that the malfunction was caused by physical stress (physical load) caused by dropping or hitting a hard surface/object, causing the acoustic lens peeling. The event can be prevented by following the instructions for use which state: "do not hit or drop the distal end, flexible part, bending part, operation part, universal cord, scope connector part of the endoscope. Also, do not bend, pull or twist with strong force. The device may break, injure the body cavity, burn, bleed, perforate, or detach parts." Olympus will continue to monitor field performance for this device.